Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, he was having issues with the insulin pump. He went canoeing and fell in the water. Ever since the incident the device has been acting up and the buttons aren't working properly. Customer's blood glucose was unknown. No alarm occurred however the buttons are slightly unresponsive. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response on the up arrow button due to corroded keypad traces. The pump had moisture damage on all electronic assemblies. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.